Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a shunt pta case, an approach was made from the left brachial vein with a sheath introducer (6f). A guidewire crossed the lesion and a slalom thrill (.018 hp 40 4x4) pta was prepared for use. However, a leakage from the flushing port was confirmed during preparation. Therefore, it was replaced with a new slalom thrill (439-5040t). The procedure completed successfully. There was no reported patient injury. The product was not clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Event description:
As reported, during a shunt pta case, an approach was made from the left brachial vein with a sheath introducer (6f). A guidewire crossed the lesion and a slalom thrill (.018 hp 40 4x4) pta was prepared for use. However, a leakage from the flushing port was confirmed during preparation. Therefore, it was replaced with a new slalom thrill (439-5040t). The procedure completed successfully. There was no reported patient injury. The product was not clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure).

Manufacturer narrative:
Complaint conclusion: as reported, during a shunt percutaneous transluminal angioplasty (pta) case, a leakage from the flushing port of a 4x40mm 40cm slalom pta catheter was confirmed during preparation. Therefore, it was replaced with a new slalom thrill. The procedure completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. An approach was made from the left brachial vein with a sheath introducer (6f). There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. A guidewire crossed the lesion before the slalom thrill (.018 hp 40 4x4) pta was prepared for use. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintained negative pressure). The device was not returned for analysis. A device history record (DHR) review of lot 17539137 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, handling or concomitant device factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, take the hub and gently take the catheter out. Attach a stopcock to the balloon lumen, marked ¿balloon¿. Attach a syringe, open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. Close the stopcock to the inflation port. Remove the syringe. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps 2-4. Without twisting, slide the forming tube off the balloon. Connect an angioplasty inflation system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.